Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the patient implanted with this pacemaker and right atrial (ra) lead presented for magnetic resonance imaging (MRI). During a device check prior to the MRI, high out of range ra pacing impedance measurements greater than 2,000 ohms was observed. The MRI was cancelled, the lead configuration was reprogrammed to unipolar and the patient was referred to their physician for follow up. No adverse patient effects were reported. This product remains implanted and in service.